Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a model zlb00 intraocular lens (iol) in both eyes, patient has been having visual issues with them more or less since after surgery date. He had both iols implanted on (B)(6) 2016. Reportedly, patient experienced blurry vision and halos/glares more in the evening hence he cannot drive well. He is also having headaches, eyes are sore/squeezing pain. Symptoms are more prominent if there is light. According to patient, he has been going to several doctors already and they all said that there must be something wrong but couldn't pinpoint exactly what; the patient is frustrated because he cannot work as a dentist anymore. No further information was provided. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.